Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation revision with a mentor memorygel, 500cc breast implant experienced right-sided silent rupture postoperatively. The mammogram and ultrasound examinations confirmed the issue. As a result, patient scheduled for replacement with unspecified mentor silicone implant on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that both implants were ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 20, 2022 indicated that patient underwent bilateral replacements as follow: l/ cat#:shpx595 sn#: (B)(6), r/ cat#:shpx595 sn#: (B)(6). Device evaluation completed on june22 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sx mpp gel 500cc breast implant was found to be ruptured and received in two parts. In addition, an area of siltex cracking was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).